Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1mg/ml compounded baclofen at "75mcg/ml," via an implantable infusion pump for an unknown indication for use. It was reported that the pump was implanted on (B)(6) 2019. The patient complained of intractable pain post implant so the hcp elected to explant the device on (B)(6) 2019. It was unknown if the issue was resolved at the time of the report and the patient's status was unknown. No further complications were anticipated/reported.